Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the water jet tube clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the water jet tube. In addition, our technician confirmed that the lcb (light carrying bundle) broken, the light guide cable buckled, the suction channel buckled, the bending rubber cut, the remote control buttons cut, the body cover grip scratched, the control body dirty, the objective lens dirty, the ethylene oxide gas valve (eog) loose, the insertion flexible tube worn out, the distal body worn out, the root brace rubber (insertion flexible tube) discolored, the root brace rubber (lg control body) discolored, and the root brace rubber (lg connector) flared; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.